Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece. Visual examination found a suture tie down compressing the outer coil at the proximal region of the lead. Electrical testing of the lead found an internal short between the inner coil and the outer coil conductor paths. Destructive analysis of the lead revealed the cause of the reported event isolated to the inner insulation breached/damaged exposing the inner coil at the suture tie down region.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure while suturing the pocket, the lead exhibited low impedance. The lead was removed and replaced. The patient was in stable condition.